Manufacturer narrative:
During baxter's evaluation, the mismatched serial number was confirmed. Evaluation found that the serial number of the mechanism and ultrasonic sensor within the pump were not the same as the serial numbers for those components which were originally installed within the device. Review history log records show that this mechanism assembly and ultrasonic sensor were not original to the pump. This indicates that unauthorized repairs were performed on the pump which could compromise all internal electrical components. In the warnings and cautions of the spectrum operators manual, it sates "servicing the sigma spectrum infusion system is restricted to qualified, sigma trained, service personnel who employ sigma authorized parts and procedures. Use of other parts and servicing procedures is prohibited." The device is irreparable and has been retired.

Event description:
During baxter's functionality testing it was found that a spectrum pump had mismatched serial numbers. The serial number of the mechanism within the pump did not match that of the mechanism originally installed into the pump. There was no pt involvement.